Event description:
This is a report from a nurse of a patient who experienced chest pain and shortness of breath during therapy on the homechoice device. On (B)(6) 2012, the patient experienced a cocaine induced cardiac arrest. He was admitted to the hospital on (B)(6) 2012 and discharged on (B)(6) 2012. The nurse reviewed his procard and stated there was no documented therapy for (B)(6) 2012. On (B)(6) 2012, the patient developed chest pain and shortness of breath during dwell 1 of therapy on the homechoice device (10.4 software). The patient had performed his normal 5pm manual fill of 2000ml. During initial drain on the cycler, the patient drained 1634ml and then went to a first fill of 2000ml. The patient presented to the emergency room on (B)(6) 2012 and was admitted to telemetry. The patient was started on a nitroglycerin drip. The patient was found to have st elevation and continued to have chest pain. It is unknown if the patient had used cocaine prior to initiating therapy. A urine specimen was unable to be collected for toxicity screen as the patient was not producing urine. The nurse requested the device be returned for evaluation. No additional information provided. Additional information received from global pharmacovigilance: on (B)(4) 2012, the patient called the nurse because he was having stabbing chest pain during the time when he was performing an exchange on the home choice machine. On (B)(6) 2012, the nurse advised the patient "to call emergency medical services (ems)." On (B)(6) 2012, the patient took aspirin (unspecified dose) as he was advised by the "ems operator." On (B)(6) 2012, the patient experienced a seizure, cardiac arrest, and "ventricular tachycardia", and was taken to the hospital via ambulance. The patient was hospitalized from (B)(6) 2012. During the hospitalization, the patient stated that he used cocaine "for the first time" on (B)(6) 2012. The patient was recovering from the events. On (B)(6) 2012, at approximately 2100, the patient drained 1,634ml, and put himself on the home choice machine. The fill on the home choice machine was 2,000ml. On (B)(6) 2012, at 2200 (approximately one hour into the fill), the patient experienced chest pain and shortness of breath; and the patient's wife discontinued pd therapy, and called ems. On (B)(6) 2012, the patient was taken to the hospital via ambulance. During the hospitalization, the patient was diagnosed with a cardiac arrhythmia (unknown if it was ventricular tachycardia). The patient remained hospitalized, and was treated with intravenous nitroglycerin for the cardiac arrhythmia. The patient remained hospitalized. Pd therapy was ongoing. The patient was not recovered from the events. The patient did not have a past medical history of substance abuse, cocaine use, diabetes, cardiac disease, cardiac failure, heart attack, stroke, or pneumonia. The events were not related to dianeal solution or to the home choice machine. Additional information received from global pharmacovigilance: the nurse clarified that on (B)(6) 2012, the patient did not have a ("stroke"), but was diagnosed with a cardiac arrhythmia during the (B)(6) 2012 hospitalization as was previously reported. During the hospitalization, the patient had a drug test which was positive for cocaine. The date of discharge from (B)(6) 2012 hospitalization was unknown. The patient was recovering from the cardiac arrhythmia, and was scheduled to have an automatic defibrillator placed in upcoming weeks. On (B)(6) 2012, the patient experienced shortness of breath and chest pain, and was hospitalized. On (B)(6) 2012, the patient was discharged from the hospital, and he was switched from the cycler to capd. The patient was recovering from the events. Pd therapy was ongoing. The events were not related to dianeal therapy or the home choice machine.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the event logs revealed no increased intraperitoneal volume (iipv) event. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test specifications. The device passed the internal/external inspection. A check of the pneumatic system found the pneumatic system working to specifications. Multiple short simulated therapies were performed and passed successfully. The reported issue was not confirmed. The device manufacturing history was reviewed, finding the device has been refurbished/serviced since its original manufacture date and is no longer in its original manufacture condition. A review of the device service history revealed no issues that could have caused or contributed to the patient's cardiac events. The assignable cause for the reported difficulty symptom of chest pains was undetermined.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information received from the nurse: the patient was diagnosed with ventricular fibrillation and coronary vasospasm. The patient has been discharged and will be having an automatic defibrillator placed. No additional information provided.